Manufacturer narrative:
Additional information: due to characterization limit e1 (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had a "optical sensor calibration postponed" alarm. The optical sensor's arterial pressure waveform became unstable. However, no patient harm or injury reported

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(medical device ¿ problem code, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, operation check was performed. (Full warranty maintenance). The optical sensor arterial pressure waveform became unstable. (High and low values are displayed). Not reproducible. Fiber optic test (ok). The light receiving section was cleaned. After each operation, an operation inspection was conducted based on the inspection record sheet and it was confirmed that the pump is currently operating properly.